Event description:
It was reported by the customer that the device had powered itself on and/or off on its own. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that two of the batteries would not latch without significant extra force applied. Both of the batteries were replaced, as well as the metal clip in the wells. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed batteries and observed that they exhibited excessive damage that made inserting them into the device's battery wells difficult. The device operated properly when test batteries were installed.